Event description:
This info was reported as a customer complaint. The pt had a ptca/stent done on 7/25/97 with sheath sewn in. Later that day sheath was pulled and vasoseal was placed. The next day the pt was diagnosed with av fistula and had it sealed with ultrasound guided compression. Five days later the pt developed chills. The pt was admitted to hospital on 8/1/97 with slight temperature, chills and prulent drainage from groin site. Pt had I&d with drain placed and cultures done, and was put on IV antibiotics. On 8/2/97 temperature and drainage increased. Cultures showed staph epi infection.